Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 26feb2019. During device evaluation the data acquisition (da) printed circuit board assembly (pcba) was found defective. The da pcba was replaced to address the reported issue. After this repair, performance verification testing was performed and the unit passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06mar2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted technical support (ts) stating that unit had error code message of data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed. The customer reported there was no patient involvement. The event date was not specified; estimate used.